Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500 . Model: sc-2218-50. Serial: (B)(4). Batch: 18565746.

Event description:
It was reported that the patient was experiencing pain at the ipg incision site and was feeling that the ipg as well as the leads were protruding, however, no skin breakage was noted. The patient was also not getting an adequate pain relief. X-ray was taken and showed that the leads migrated. The patient was given pain medications.

Event description:
It was reported that the patient was experiencing pain at the ipg incision site and was feeling that the ipg as well as the leads were protruding, however, no skin breakage was noted. The patient was also not getting an adequate pain relief. X-ray was taken and showed that the leads migrated. The patient was given pain medications. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the facility.